Manufacturer narrative:
The field service engineer (fse) visited the facility. The customer opened fresh calibrators and recalibrated the ion-selective electrode system. No further info or eval was performed. No conclusion can be drawn. The engineer confirmed that the system was operating within specifications. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 an october 23, 2010 for add'l reportable events.

Event description:
Customer reported that erroneous electrolyte results were generated by the synchron lx I 725 system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the lab. The facility's systems were recalibrated and the samples were retested yielding results within clinical expectations. Amended results were issued for 74 pts. There were no changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.